Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/17/2020. Device evaluation summary: on the right breast implant. During visual evaluation of the sample, parallel lines of shell wear were observed on the anterior aspect. Leak testing revealed a tear within the shell wear, measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with the shell wear fold rupture. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor siltex round moderate profile saline breast implant catalog: 3542670 lot: unknown serial number: unknown. Manufacturer¿s reference number: .

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 425cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 425cc mentor smooth round moderate profile saline breast implants on (B)(6) 2020.